Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2018-02635. It was reported that the patient had a fall on (B)(6) 2018 which caused their lead and ipg to migrate and become exposed. As a result, the patient underwent surgical intervention to have the system explanted.

Manufacturer narrative:
Corrected explant date: the lead was fully explanted on (B)(6) 2018 not on (B)(6) 2018.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2018-02635. Additional information identified only the ipg was removed on (B)(6) 2018. The lead tails were cut and the lead body and stim end were left implanted. The lead was later explanted on (B)(6) 2018 (reference MFR. 1627487-2018-03964).